Event description:
It was reported that when the previous implantable neurostimulator (ins) was replaced, they still had 2 electrodes that weren't functioning but they still had somewhat adequate stimulation, so the doctor decided to leave the spinal cord stimulation (scs) system as it was and might possibly add another lead later. The pt was getting stimulation which was covering part of his painful area and was considering having another lead placed onto his system. As of (B)(6) 2010, he wanted to leave his system as it was. On (B)(6) 2010, it was reported that while stimulation was turned on, there was a loss of therapeutic effect; stimulation was intermittent. This followed the ins replacement and addition of pocket adaptor. The pt's status was reported as good. Additional info has been requested, but was not available as of the date of this report. For additional info about the previous system, refer to MFR report #3007566237-2010-07312.

Manufacturer narrative:
(B)(4).